Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports (including this report): 3025141-2026-00107, 3025141-2026-00108, 3025141-2026-00109.

Event description:
It was reported that while cross threading on 2 separate arc wrist towers, the tower arm and tension knob got stuck and would not move. The procedure was completed using another arc wrist tower. A reported delay of 20 minutes with no adverse consequences to the patient.